Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment for a peripheral occlusive arterial disease in the left superficial femoral artery, in which a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted. Reportedly, the target vessel accesses of the gore® viabahn® endoprosthesis with propaten bioactive surface was successfully obtained, the vsx device was navigated to its intended location and successfully deployed as intended. The catheter was uneventfully removed and the patency of the device was confirmed at the end of the procedure. The patient received an antiplatelet treatment during the whole procedure. On (B)(6) 2023, an adverse event termed "false aneurysm of the common femoral artery" was discovered which lead to in-patient hospitalization. A reintervention was performed and the adverse event resolved with a sequalae. The primary relationship was indicated as procedure related.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code b20: as the device remains implanted, no further investigation can be performed. H6 evaluation code b14: a review of the manufacturing- and heparin-coating records indicated the lot met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Section h6: code d12-according to the instruction for use (IFU): possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: pseudoaneurysm.